Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a trial procedure, the physician implanted the patient with an expired trial lead. The patient did not experience any adverse events or symptoms during the trial period. The patient was reportedly doing well following the trial procedure and will proceed with a permanent implant.